Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient had lost lot of weight and was experiencing pain at the ipg pocket site which made ipg move/ flip inside of the pocket. As such surgical intervention was undertaken wherein the ipg was replaced, and issue was addressed.